Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump was not alarming them to their high or low blood glucose values. The day prior to calling, the customer woke up with a blood glucose of 546 mg/dl. The morning of the call, the customer's blood glucose was 56 mg/dl upon waking up. Treatment options for the hyperglycemia and hypoglycemia were not mentioned. Troubleshooting was declined for the hypoglycemia and hyperglycemia as well. Troubleshooting was initiated for the possible audio anomaly. The device passed the audio test during the call. The device will not be returned for analysis.